Event description:
Patient with previous left intertrochanteric femur fracture, status post cephalomedullary nail placement on (B)(6) 2018. In (B)(6) 2019 patient experienced pain and x-rays showing failure of the proximal aspect of the left femur cephalomedullary nail. The nail had failed where the proximal interlocking screw for the femoral head and neck, knocking off the proximal aspect of the nail. Patient underwent removal of left hip femur hardware and a left hip hemiarthroplasty using restoration modular components.